Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: during investigation, the original complaint of the unresponsive keypad was unable to be duplicated. The keypad cover was peeling but all the buttons were responsive to user presses. Unrelated to the original complaint, there was moisture observed in the battery compartment. The keypad cover was opened and there was moisture observed in the contacts. The battery compartment was found to be cracked. A leak test failed due to a battery compartment leak. The pump was opened and there was no moisture damage found. The display was also found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).